Event description:
It was reported that re-occlusion occurred after initial treatment with the ranger balloon, requiring additional intervention. A 5.0 x 200mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected to treat peripheral arterial disease with rest pain in the right lower extremity. Before intervention, there was an abdominal aortic aneurysm, 4cm; widely patent right common and external iliac arteries, right common femoral artery, and right deep femoral artery; occlusions in the right deep femoral to below knee popliteal artery bypass graft and right superficial femoral artery; and reconstituted anterior tibial and peroneal arteries from collaterals. On (B)(6) 2022, during the initial procedure, the catheterization of the right peroneal artery was accessed through the left common femoral artery via ultrasound. Laser atherectomy using a non-boston scientific catheter was performed from the right deep femoral to the below popliteal artery bypass graft. Then, balloon angioplasty with the 5.0 x 200mm ranger balloon was performed on the right deep femoral to below knee popliteal artery bypass graft and native popliteal artery. An aortogram, right iliac arteriogram, and right lower extremity arteriogram with runoff were performed. After intervention, the right deep femoral to below knee popliteal artery bypass graft was widely patent. There was no residual stenosis. The patient tolerated the procedure well and was in stable condition after the procedure. On (B)(6) 2022, it was noticed that the bypass graft had re-occluded. The patient presented back for revascularization. Under ultrasound guidance, the left common femoral artery was noted to be patent and was accessed. Aortogram was performed, which demonstrated a 4.4 cm infrarenal abdominal aortic aneurysm, mild stenosis of the distal aorta at the bifurcation, and widely patent iliac arteries bilaterally. A right lower extremity arteriogram was performed, which demonstrated a widely patent right external iliac to deep femoral artery bypass graft. The deep femoral arteries were widely patent. The bypass graft originating from the deep femoral artery was occluded. Re-intervention was planned based on the images. Thrombectomy with a non-boston scientific catheter was performed in the deep femoral to below knee popliteal artery bypass graft, and atherectomy with a non-boston scientific catheter followed on the below knee segment of the popliteal artery into the peroneal artery. 2.5 mm balloon angioplasty was performed on the peroneal artery, resulting in brisk flow to the ankle. A follow-up arteriogram demonstrated patency of the bypass graft, but preferential flow down the deep femoral artery. Atherectomy was performed on the anterior tibia 1 artery. 3 mm balloon angioplasty was performed on the proximal right anterior tibial artery. The below knee segment of the popliteal artery had restenosis after treatment several months prior, so it was treated with a 4 mm ranger balloon as well. After re-intervention, flow was preferential down the bypass graft with wide patency down to the anterior tibia 1 and peroneal arteries. The posterior tibial artery was chronically occluded. The origin of the anterior tibial artery had about 30% residual stenosis, but flow was brisk. The patient tolerated the procedure and was taken to recovery in stable condition. There were no complications.